Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest discomfort, syncope, and shortness of breath. The right ventricular (rv) lead exhibited potential intermittent undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.